Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the field service engineer (fse) during the site visit for related record that on (B)(6) 2025 she had learned that the system faulted on (B)(6) 2025 and (B)(6) 2025 during use, so she decided to call in the issue when it happened again on (B)(6) 2025. This complaint is being created to capture the reoccurrence of the issue on (B)(6) 2025 mentioned in the initial complaint. The procedure was completed with no reported injury. Per related record, it was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had a couple errors during the case, so they disabled the arm and were continuing with the case. The customer was aware that table motion does not work with a disabled arm. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The customer had recovered from the fault and called the da vinci surgery technical assistance team (dvstat) to resolve the reported issue to continue the procedure. The surgeon was not able to use arm 1 for the procedure and it was disabled. There was no patient injury as a result of the issue. The procedure was completed with 3 arms as only 3 arms were needed. Patient demographics were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was tested on an in-house system and it failed in normal mode with couple of errors (31199, 32097, 32096, 31226, 1126 , 25730, 23098, 32114). The unit was also tested on a patient side cart fixture test platform (pftp) for fiber test and it failed the test pointing to clock spring, parallelogram and rolling loop. Once testing was completed, the fibers were aba tested, and it was verified to be the source of the fault. The probable root cause of the reported issue can be attributed to a communication fault among the fibers assembly (clock spring, parallelogram and rolling loop) within the affected usm.

Event description:
Refer to h11 for follow-up information.